Event description:
It was reported communication with the patient's dbs ipg was difficult following the implant procedure. Reportedly, during the follow up to optimize the patient's therapy, the communication became more difficult. Consequently, the physician decided to replace the ipg.

Manufacturer narrative:
Patient and device codes were inadvertently omitted in the initial MDR.